Event description:
The customer's mother reported via phone call that the insulin pump sustained physical damage and would not rewind. The customer's blood glucose was 144 mg/dl. She stated that the customer had dropped the insulin pump and it cracked at the reservoir compartment opening. She stated that the motor would not engage. She stated that they could rewind the insulin pump but it would not let her. She noted that the insulin pump separated at a seam when it fell. She advised that they were able to put it back together but could not prime the device. She noted that insulin squirted out when they tried to prime. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a broken off end cap, protruded/loose drive support disk, minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip. The device was unable to perform the prime test due to the broken off end cap.